Event description:
The customer reported that a pt pulled the venous needle out from his access approx two and half hrs into treatment and that the pt lost approx 500 cc of blood before the blood pump was stopped. The machine did not alalrm. The patient's blood was returned via the arterial fistaul needle and a bolus of 600 cc normal saline was given. The patient did not lose consciousness and treatment was resumed using the same machine, cartridge blood set and dialyzer.